Manufacturer narrative:
The report of ¿replaced due to erosion¿ was not confirmed. The reported lead extension erosion cannot be confirmed with product testing. The returned lead extension passed end to end continuity and inter-channel continuity testing. There were no physical or function anomalies observed that would have existed prior to explant that would have contribute to the reported issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2020-01036. It was reported that the extensions had eroded out of the skin. As a result, the physician explanted and replaced the extensions. Issue resolved and therapy has been restored.